Manufacturer narrative:
E3: occupation: radiologist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: following a lower limb angioplasty via 5 french sheath, the angio-seal was attempted to be used. No pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. After inserting the angio-seal, the plug delivery was inserted into the sheath; however, it got stuck about 1-2cm before it could click into the sheath. There was no difficulty or struggle beforehand. Therefore, the user took the plug delivery out from the sheath; however, it got stuck again. The entire angio-seal system was taken out, and digital manual compression was used to close the access. After inspecting the angio-seal, the user forcefully pulled the plug delivery part to reveal the most distal end had split with the plug intact, it partially deployed. The blood loss was less than 250cc, and the patient was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included device information, hemostasis sheath, and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was returned in the forward lock position. The internal components were found partially deployed and within the sheath cap. A kink was noted in sheath body near "g" of "angio - seal". A kink was noted in the sheath and the components were returned partially inserted. As a result, the complaint can be confirmed for a kink in the hemostasis sheath. The exact root cause could not be determined. It is likely damage sustained to the sheath could have prevented full mating of the components, leading to the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).